Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Brand name unknown / provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that abutments fractured at the screw of the abutment. It was impossible to remove fractured portions and implants had to be removed. Tooth locations 46 and 44. Patient would have to return to place new implants.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one (1) 3i t3¿ non-platform switched parallel walled implant 4 x 10mm (boss410), one (1) 3i t3¿ non-platform switched parallel walled implant 4 x 8.5mm (boss485) and one (1) unknown biomet screw were returned for investigation. Visual evaluation of the as returned implants identified fracture at the collar and a fractured screw was identified inside the boss485. Additionally, there was bone residue around the external threads due to usage. Zimvie is not responsible for any damage caused by the clinician's removal of the devices. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing conditions noted on the per were arterial hypertension and unknown bone density. The reported devices were at tooth location 44 and 46 (fdi) and were used for approximately 2 years, 2 months. DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur, and the reported events were confirmed.